Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not available for evaluation, therefore, the complaint could not be confirmed. If sample is returned, investigation will be re-opened and follow-up report will be sent. Manufacturer will continue to monitor and trend related complaints.

Event description:
The complaint is reported as: the plastic hub at the end of the et tube, which connects to the vent circuit, is too loose and causing a disconnect resulting in the respirator alarming. The hub was replaced from another tube kit. No patient injury reported.